Event description:
On 10/16/91, right l4-5 laminotomy with partial facetectomy, and posterior spinal fusion of l4 to l5 including bilateral lateral transverse process fusion, right iliac crest bone graft and pedicle screw fixation from l4 to l5. On 8/9/94 anterior lumbar interbody fusion, l-4/5, l-5/s-1 with anterior instrumentation; left iliac crest bone graft. Bilateral lateral fusion, l-4/5 l-5/s1 with pedicle screw fixation, bone stimulator insertion. Exploration of fusion mass, l-4/5, and removal of segmental instrumentation. Rptr is no longer able to work and refuses medication for pain, stress, inflammation and muscle relaxation.